Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl. The daughter state that the cannula was bent and she may have not received insulin. It was stated that the customer does straight up or lay down when inserting the quick set as well she makes sure that the serter is flat against the skin during insertion. It was stated that the customer constantly was vomiting before her admission. No further information was provided.